Event description:
It was reported that (5) devices were used during a laparoscopic tumor-nephrectomy. It was reported by the affiliate that all the trocars (1) 511sd, (4) 511st were defective for a torn outer gasket. The operating room time was extended 15 minutes.